Event description:
It was reported by the rep the device was used during a thoracotomy. It was reported the cutter would not fire, the firing knob would only advance a few centimeters, as shown by the exposed staples. Another was used to complete the case. There was no consequence to the pt.